Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the programmer interrogated consistently when using a known, good radiofrequency head. However it was additionally noted that the electrocardiogram connector on the link electronic module board was loose, the keyboard latch was broken, the power supply and system fan were noisy and the stylus tip was loose but functional. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that telemetry was not able to be established between the programmer and devices while using a radio frequency (rf) programmer head. It was stated that the rf head was replaced about six months prior to the date of the call, and there had been intermittent telemetry. The programmer and rf head have been returned for service. No patient complications have been reported as a result of this event.